Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor cannula bent retracted inside sensor, unable to confirm if customer received sensor in said condition due to customer returning opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had sensor issues. It was reported that the sensor needle came detached from the base. It was reported that the sensor would be replaced and returned for analysis. No further information provided.